Event description:
Information received from the field notes that the patient had experienced shortness of breath a few months prior to device replacement. The device exhibited premature battery depletion and vvi reset.